Event description:
It was reported that the patient was admitted for light-headiness and pre-syncope. The lead had an impedance warning and high thresholds. There were 100 ventricular high rate episodes stored in the device and some of the episodes are non-physiologic oversensing. It was further reported that the device was interrogated and there was high impedance on the ventricular lead. Impedance was re-tested and it dropped within normal limits. It was also noted that there was a lead warning "but that has been going on for a long time." The device lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient was admitted for light-headiness and pre-syncope. The lead had an impedance warning and high thresholds. There were 100 ventricular high rate episodes stored in the device and some of the episodes are non-physiologic oversensing. The lead and the device were explanted and replaced. No further patient complications have been reported as a result of this event